Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was possibly "broken." Follow up attempts were made to determine if intervention occurred but were unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.